Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 593 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised the insulin pump worked properly as designed. Customer advised the insulin looked discolored or may have been air bubbles but they were not sure. Customer was advised a replacement infusion set and reservoir would be sent out. Customer agreed to return the products for analysis.